Manufacturer narrative:
E1 initial reporter facility name: (B)(6) center.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.